Manufacturer narrative:
The customer returned the meter for investigation. The returned meter was measured with reference test strips using blood. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 37%. Donor 2 hct: 42%. Testing results: donor #1: retention meter and master lot strips: 2.7 inr. Returned meter and retention strips: 2.9 inr. Donor #2: retention meter and master lot strips: 2.8 inr. Returned meter and retention strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 8:03 am, the meter result was 7.0 inr. At 8:13 am, the meter result was 4.1 inr. At 9:44 am, the meter result was 5.4 inr. At 11:35 am, the meter result was 4.6 inr. The customer's therapeutic range was not provided.